Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the power switch was damaged and detached from the handpiece. The power switch was replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Event description:
It was reported that during an unknown time the unit had a detached power switch. No harm or surgical delay occurred. Diligence is complete.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is complete a final/supplemental report will be submitted. G2: foreign- poland. E1: telephone: (B)(6).